Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in progress. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported the marker band detached from the micro catheter during an embolization procedure of an arteriovenous fistula of the vulva and glutea. It was reported the marker band detached while attempting to place a balloon through the micro catheter. The physician attempted to remove the marker band using a snare, but was unsuccessful. The physician noticed the marker band was occluding a portion of the arteriovenous fistula, that he was trying to embolized. Therefore, he decided to leave it in the patient.